Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate tachycardia therapy was delivered due to atrial fibrillation (af) with a rapid ventricular rate response (rvr). The atrial sensed events were falling into ventricular blanking resulting in under counting of the atrial rate causing the implantable cardiovert defibrillator to change logic, misdiagnosing the af with rvr as ventricular tachycardia (vt) and delivering inappropriate therapy. Programming changes to resolve the issue was made. The patient was stable.